Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. After four days a computed tomography abdomen with contrast done on (B)(6) 2008 showed an inferior vena cava filter at the level of l3. On (B)(6) 2008, a computed tomography lumbar spine with contrast showed the presence of a vena cava filter. Approximately 10 years post implant, on (B)(6) 2018, a computed tomography abdomen showed the presence of a bard g2 filter. The inferior vena cava filter was in place with its tip at the l1-l2 level. All of the legs of the filter protruded beyond the wall of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for the pe post implant. Based on the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.